Event description:
The user facility reported that a patient experienced "significant pain" a month after a procedure involving a trufreeze console. The patient sought medical treatment, however no medical treatment was administered.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.